Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels exceeding 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient also experienced fever and vomit. At the hospital, she was placed on an intravenous (IV) and the pod was replaced. The cannula was noticed to be bent after removal.